Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that since the patient had back surgery on (B)(6) 2020,  they have had issues with their therapy. The patient said they used to be able to just be at intensity level of 5 for their pain and now go up to intensity level 15 and only get 30% pain relief. The patient also said that their stimulation will just turn off as well. The patient said their controller doesn't say the stimulation is off but they know what they stimulation feels like off and they get this feeling at times. The patient said this happened a couple of times this morning. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that the rep was notified of this issue on 02/282022. It was unknown why the patient had to increase stimulation and still only have 30% relief. The stimulation was not actually turning off, the patient gets stronger stimulation in certain positions and doesn¿t feel it/feel it as strong in other positions. The rep said it was unknown if the the back surgery have an effect on the system/therapy.